Event description:
On (B)(6) 2013 it was reported that the patient¿s generator showed high impedance. The patient¿s sister thinks it is due to a rough fall in the shower at his nursing home. The patient¿s generator was disabled and was referred for surgery. Although surgery is likely, it has not occurred to date. Additional information has been requested from the physician but no further information has been received to date.

Manufacturer narrative:
Date of event; corrected data: additional information was received which changes the event date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 the physician reported that the high impedance may have occurred as early as (B)(6) 2012. He stated that the device shows a limited output on system interrogation. The patient¿s device was disabled on (B)(6) 2013 due to the high impedance. The physician stated that the patient fell in the past but it was ¿unclear if the falls caused the vns to malfunction¿. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received that the patient's caregiver (sister) does not want the vns system replaced due to the patient's age and various complications he has experienced with anesthesia in other surgical procedures. The caregiver also believes the patient's seizures have been controlled since the physician adjusted the medications after turning the vns device off. The physician still believes the patient should have the vns replacement surgery; however, the sister refuses. Surgery has not been performed to date.